Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an informational power on reset message was seen. The patient was in (B)(6). No symptoms or further complications reported. Additional information received from the manufacturer's representative. It was reported that the representative did not know the patient's name, the cause of the por, or if the por resolved. No further complications reported.